Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Toothbrush head (removed) from stomach [foreign body]; bit oral-b toothbrush, head came loose from shaft and swallowed it / bit the toothbrush head due to a spasm, caused the brush attachment to separate from motor/battery, swallowed it [accidental device ingestion]; swallowed oral-b brush head / swallowed brush attachment unintentionally [exposure via ingestion]; bit oral-b toothbrush, head came loose from shaft / bit brush head due to spasm and turned my head to side, this caused the brush attachment to separate from the motor/battery [device breakage]. Case description: the consumer, a male of unknown age who has a severe physical handicap, reported via e-mail on 14-jul-2016, that while brushing his teeth, he bit an oral-b floss action brushhead (identified from picture provided by consumer) on (B)(6) 2016, the brushhead came loose from the shaft of an oral-b rechargeable toothbrush, version unknown and he swallowed the brushhead. He went to the emergency room and was placed under general anesthesia so the brushhead could be removed by gastroscopy. Concomitant products: oral-b rechargeable toothbrush, version unknown. The case outcome was recovered. No further information was provided. 22-sep-2016 received consumer's medical questionnaire: the consumer, (B)(6), reported that he suffered from generalized dystonia. As such, he stated that when he was brushing his teeth, he bit the product, which he described as oral-b power oral care refill cross action, due to a spasm and turned his head towards the side. This caused the brush attachment to separate from the motor/battery (per the consumer, "as usually intended"). Subsequently, he was unable himself to spit out the attachment, nor could his assistant remove it from his mouth, so he swallowed the brush head unintentionally. The consumer reported that he ultimately was using the product for the prevention of cavities and other diseases in the area of the mouth cavity. He reported that he started using the product the day before the event on (B)(6) 2016, noting no consumption (daily use). In response to when he discontinued use of the product, he stated that he wanted to avoid consuming the brush head again under any circumstances. He stated that he had not used the product a single time before his problem arose. The consumer reported that it took 0 seconds for the first signs of his symptoms to appear, and he stated that they lasted 8 hours. He noted that he had stopped using the product and as such his problem had been solved; he had not used the product again. He noted that he consulted a physician, and underwent a gastroscopy under general anesthesia so that the attachment could be removed from his stomach. The case outcome remained recovered. Other relevant history: medical history - glutaric acidaemia, type I, periodic colds. Concomitant medications - unspecified. Allergies - none. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Toothbrush head (removed) from stomach [foreign body]. Bit oral-b toothbrush, head came loose from shaft and swallowed it [accidental device ingestion]. Swallowed oral-b brush head [exposure via ingestion]. Bit oral-b toothbrush, head came loose from shaft [device breakage]. Case description: the consumer, a male of unknown age who has a severe physical handicap, reported via e-mail on (B)(6) 2016, that while brushing his teeth, he bit an oral-b floss action brushhead (identified from picture provided by consumer) on (B)(6) 2016, the brushhead came loose from the shaft of an oral-b rechargeable toothbrush, version unknown and he swallowed the brushhead. He went to the emergency room and was placed under general anesthesia so the brushhead could be removed by gastroscopy. Concomitant products: oral-b rechargeable toothbrush, version unknown. The case outcome was recovered. No further information was provided.